Event description:
While drilling in the left first metatarsal the tip of drill bit broke off. The tip of drill bit was in the bone. This was verified by radiology. Surgeon weighed risks and benefits of retrieval and decided against removal.